Event description:
A cartridge alarm 30 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The pump was under warranty, and technical support decided to replace it. The customer was informed about receiving a pump with updated software and was given instructions on how to prepare and return the faulty pump. The customer understood these instructions and acknowledged the need to connect their continuous glucose monitor to the new pump and program the pump settings.